Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) was confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation, the trunk cable was cut, severing the cable's yellow (pgnd) wire. The root cause for the severed wire was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.